Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a significant bend of <90 degrees was located in the severely tortuous and moderately calcified distal left circumflex coronary artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was damaged while advancing the catheter to the lesion. The procedure was completed with another of the same device. There were no patient complications reported.